Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the bag broke in the tore at the bottom, and the bile stones fell into the abdominal cavity. The issue resulted to prolonged surgical time.